Event description:
The device was returned to the service ctr with a report from the customer contact that the device was constantly showing occlusion. This did not indicate a reportable malfunction; however, during verification testing at the service ctr the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
During testing at the service ctr the device alarmed with an e321 (battery charger timeout) error code while operating on ac power. The probable cause was due to the battery. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.